Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H3: neither samples nor pictures were received for analysis. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not giving any extra doses to the patient. Per reporter, the bag was full and had not decreased in volume, the display reads run reservoir volume 355.9 ml. Reporter states the dose button was pressed but nothing happened. Settings reviewed: reservoir volume 355.8, continuous rate 6ml/hour, daily dose: 5 ml, dose length of infusion: 1 hour, doses given 1, doses attempted 74, total given 144.4 ml. Patient stated his pain was 8/10. They stated patient took oral pain and used ice machine as instructed. Patient continued to press a lot of buttons. This event occurred at the patient's home.